Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. Ultimately, the customer reverted to an alternate method of insulin therapy.